Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 8/5/15- litigation papers received. Litigation alleges the patient suffers from pain, discomfort, infection, and fourteen dislocations. Update 8/9/15- disc 259 pfs and medical records received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: na.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 8/9/15-pfs and medical records received. After review of the medical records for MDR reportability, no revision operative note was provided (only primary operative note). Litigation alleges all implants were removed for infection/dislocations on (B)(6) 2015. Litigation alleges that the patient hasn't been reimplanted yet as he suffered too much bone and tissue damage, but the surgeon is recommending reimplantation at the end of 2015 if the patient's condition improves enough. Part/lot is being updated and a screw is also being added to the complaint. The complaint was updated on:9/3/2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/19/15-pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicate the patient was reimplanted with competitor products on (B)(6) 2015. The operative note indicated the previously placed spacers had dislocated. At this time it is unknown what brand of spacers were placed on (B)(6) 2015. There is no new additional information that would affect the existing investigation. The complaint was updated on:11/9/2015.